Event description:
It was reported that the hand piece did not work. The problem was the loose mount. It was at the end of the useful life. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). The device was received with the coating material of the housing flaking off and a loose mount. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. The hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.